Event description:
It was reported that a patient notifier was delivered for out of range high voltage lead impedance via a merlin.net transmission. Programming changes were made. The patient was asymptomatic and doing fine.